Event description:
It was reported that the pump does not alarm for downstream occlusion. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the dso seal was lifting. During the functional testing, it was found that the dso seal was torn, there was fluid ingression under the dso seal and the dso sensor failed. The dso sensor, seal and bezel were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.